Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: to date, the device has not been received for evaluation. A follow-up report will be filed once the investigation has been completed.

Event description:
It was reported that during use of this suture hook in a left shoulder rotator cuff and slap repair, the tip of the hook broke off in the patient's joint. The tip was retrieved arthroscopically and there was no report of injury or surgical delay.